Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02723. It was reported the pt stopped using and charging his scs sys approximately one year ago. The pt stated he was no longer receiving effective stimulation therapy in his pain area. The pt stated his sys is no longer functional. In addition, the pt stated he would like to have his scs sys replaced. The pt is pending a follow-up with a sjm rep to further evaluate the issue and discuss the pt's options.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.